Event description:
It was reported that bd¿ prn adapter separated from the hub. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient was placed with the right internal jugular vein catheterization and received heparin cap infusion. During the ward check this morning, the nurse found that the silica gel of the prn was separated from the hub, and external factors had been discharged, which had no adverse effect on the patient. Replaced an intact heparin cap.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9018773. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ prn adapter separated from the hub. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient was placed with the right internal jugular vein catheterization and received heparin cap infusion. During the ward check this morning, the nurse found that the silica gel of the prn was separated from the hub, and external factors had been discharged, which had no adverse effect on the patient. Replaced an intact heparin cap.